Manufacturer narrative:
Investigation summary: bd received one sample and three photos for investigation. Evaluation of the sample and photos showed that the print is missing on the tube label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label content. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k, one (1) tube was missing the label print. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® edta 2k, one (1) tube was missing the label print. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.